Manufacturer narrative:
This follow up medwatch report is correcting information submitted on the initial medwatch report. Zoll medical corporation received additional information updating the reported event to a patient event. Evaluation results did not change the final evaluation of the reported event sent in the initial/final medwatch.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device, displayed an "internal error occurred - system reset required" message. Complainant indicated that the clinician turned the device off for 15 minutes then powered up the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device was received at a zoll authorized service provider for evaluation. The reported malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. The device's multi-function cable gasket was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device restarted/rebooted. Complainant did not indicate that there was any patient involvement in the reported malfunction.